Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderate to heavily calcified, non-tortuous, left superficial femoral artery (sfa), the armada 18 was inflated and deflated two times without issue but met resistance during removal and would not track over the unspecified guide wire due to the balloon rewrap; the device was removed in the 6 fr sheath. The device was successfully removed and a shorter balloon was used to complete the post-stent dilatation without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The reported balloon fold issue was confirmed. The reported resistance with the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.